Event description:
The cause of the event is unk. The physician did not list any other possible causes when asked; he only noted that it was not related to the vns.

Event description:
Reporter indicated that vns patient experienced two episodes of apnea during the night on the day that stimulation was first initiated. The patient was reportedly taken to the hospital at the time of the events. No intervention was taken and none is planned. The patient has reportedly not experienced any further episodes of apnea.